Event description:
Medtronic received a report that when the axium coil was pushed into the microcatheter for the first time, the resistance was increased. It was observed that the axium coil had been automatically stretched by the end of the microcatheter. The procedure was completed successfully by replacing the axium coil with another spring coil. The axium coil and any accessories were prepared as indicated in the instructions for use (IFU). Continuous flush was administered during the procedure. The physician did not try and reposition the coil during the procedure. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured right posterior communicating (pcom) artery aneurysm with a max diameter of 5.1mm and a 3mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. Additional information was received that the coil came out of the introducer sheath smoothly. There was no kink/damage observed to the coil after removal.

Manufacturer narrative:
Analysis #(B)(4):equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5 as found condition: the axium prime device was returned for analysis within a shipping box and within an unsealed plastic biohazard pouch. The separated implant coil was returned within an introducer sheath. The pusher was returned outside of the introducer sheath. The unknown micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the axium prime pusher. The axium prime implant coil was found broken from the pusher at the detach element and found within the introducer sheath. The implant coil was found stretched and damaged with the polypropylene filament broken. No damages or irregularities were found with the introducer sheath. Testing/analysis: the axium prime device could not be used for resistance testing due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damage to the micro catheter, incompatible micro catheter, or tortuous anatomy. The customer report of ¿coil stretch¿ was also confirmed. Customer did not report any damages during preparation; therefore, it is possible the damages occurred during the attempt to retract the coil out of the micro catheter against the reported resistance. Customer reported devices were prepared per IFU, continuous flush was administered, customer did not reposition the coil, and vessel tortuosity as normal. Therefore, the likely cause of the resistance and coil stretching could not be determined. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.